Manufacturer narrative:
There was no further information provided by the customer, therefore further investigation is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable b2mg tina-quant 2-microglobulin result for one patient sample with the cobas 8000 c702 module. The initial result was 13 mg/l with a data flag. The repeated result on 1:11 auto dilution was 19 mg/l. The customer is not convinced that the auto dilution result is correct. The second repeated result on 1:3 manual dilution was 13 mg/l. The third repeated result on 1:4 manual dilution was 13 mg/l. The sample was sent for confirmation to another roche site with a result of 19 mg/l. It is unknown if the questionable result was reported outside of the laboratory or which result was deemed correct. The reagent lot number and expiration date were requested but not provided.